Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 3 failed due to the absence of lights on the interface at the station. A field service engineer replaced both the interface and the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a power failure, which hindered users from accessing medication for a patient. The customer stated that they changed the power outlet, and tried to unplug and reconnect the device, but it still remained unpowered and rss was showing an offline status. This incident resulted in a delay of 5 to 15 minutes in patient care, as nurses had to obtain medication directly from the pharmacy. There were no adverse events or injuries reported based on this event.